Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the posterior and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the posterior due to fold flaw opening.

Event description:
Device has been explanted.